Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8591-38, lot# d09394, implanted: (B)(6) 2012, product type: accessory. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 355531, lot# n316796, implanted: (B)(6) 2012, product type: screening device. (B)(4).

Event description:
(B)(6) 2013. (B)(6) pt reports his device in his body is broke. Pt states the device is on and he feels stimulation for a few seconds and then it shuts off. Pt states he has not fallen. Pt stated the surging started on sunday - pt states it will be weak surge and then a strong surge. Instructed pt to call his doctor and if they need a rep they will need to contact him/her and set up an appointment. (B)(6) 2013 - (B)(6) rep reports pt has no stimulation sensation. The caller reports stimulation is intermittent. When did the event or symptoms occur? Following strenuous activity or exercise. This past sunday while he was helping his son move. Caller reports that x-rays of ins and extension and lead area are being performed. Caller reports reading >20000 ohms. Caller reports several pairs >20,000 caller reports reading >40000 ohms. Most pairs in combination with 10, 11 and 12. And several with 9, 12,14,15. Caller reports that he attempted reprogramming stimulation to address stimulation needs. On several combinations the pt felt no stim. On 13,14 the pt felt stim but it was intermittent. Reviewed the potential need for surgical revision. Redirected caller to patient's hcp. (B)(6) 2013 - (B)(6) email from rep: were there any diagnostics performed (additional impedance testing, x-rays, reprogramming) on the device and if so what was the date/results? X rays were done at the lead level, not the battery, lead has not moved (paddle) and no visible fracture. Were any malfunctions seen or cause of issue determined? Impedance tests showed all oor were any interventions taken or planned and on what date? Revision, unknown date outcome - how is the patient doing now, are they receiving effective therapy? No therapy (B)(6) 2013 - (B)(6) (rep): it was further reported that the patient was scheduled for a revision for (B)(6) 2012. (B)(6) 2012 - (B)(6) (rep): it was further reported that the revision went well. The old lead had pulled out of the epidural space, and the physician cut the lead. A new lead was inserted and the patients post op checkup is (B)(6) 2013. (B)(6) 2013 - (B)(6) (rep): follow up information reported no follow up appointment with patient was set yet. (B)(6) 2013 - (B)(6) (rep): follow up information reported that the manufacturer's representative saw the patient on (B)(6) 2013 and was noted that they had good stimulation.

Event description:
It was reported that the patient bent way over and got stimulation for "a second or two" than it would shut off.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), explanted: (B)(6) 2013, product type: lead. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
It was reported that the patient's device "broke". It was stated that the device was on, but the patient felt stimulation "for a few seconds and then it shut off". It was noted that the patient did not have any falls. It was further stated that the "surging" started on (B)(6) 2012. The patient reportedly felt a 'weak surge' and then a "strong surge". It was later reported that the device did not have stimulation sensation. It was stated that the stimulation was "intermittent". It was indicated that these issues started following strenuous activity or exercise. It was stated that x-rays of the implantable neurostimulator (ins), leads, and extensions were being performed. After an impedance check, it was noted that "several pairs" of electrodes had readings of over than 20,000 ohms. It was further noted that "most pairs in combination" with electrodes 10, 11, and 12 and 'several pairs" with 9, 12, 14, and 15 were discovered to read over 40,000 ohms. Reprogramming was reportedly attempted, but on "several occasions" the patient did not feel stimulation. The patient reportedly felt stimulation for electrodes 13 and 14, but it was "intermittent". Later, it was reported that x-rays were done at the lead level, not the battery. It was stated that the lead did not move and there were no visible fractures. It was noted that impedance tests showed all were out of range. It was stated that there was going to be a revision, but the date was unknown. The patient reportedly was not receiving therapy. If additional information becomes available, a supplemental report will be filed.

Event description:
It was further reported that the patient was scheduled for a revision for (B)(6) 2012. It was further reported that the revision went well. The old lead had pulled out of the epidural space, and the physician cut the lead. A new lead was inserted and the patients post op checkup is (B)(6) 2013. Additional information was requested; if received, a follow up report will be sent.